Manufacturer narrative:
In the 4.0c release, when the popup message was removed, the sw changes did not cover one behavior interaction with the mouse cursor. This will be resolved in a software update.

Event description:
The user loses control of the region of interest - roi - (color, pw/cw gate, m-mode, res, b-fov). The lack of arbitration does not allow the user to move the roi with the trackball. This only happens in a conditional situation when the roi is un-arbitrated (de-selected) and when the transducer reaches 40 degrees c.